Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0521 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported lidocaine syringe in the PICC kit was cloudy with precipitate. The device was not used and discarded. A new syringe was obtained to use for lidocaine administration. No other information was provided.